Event description:
Patient reports defective device. Patient is upset stating the nebulizer pari plus lc spits out and he's not satisfied with the performance of it. Lot number and expiration date are unknown. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.